Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information but this information was not provided. Section d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of pump stops and identified low speed hazard/advisory events. Based on previous complaint history, these events appear consistent with a potential driveline issue. It was reported that the patient was having pump stops. The submitted log file captured transient low speed hazard/advisory events on (B)(6) 2020 at 08:16:53 and 08:17:29 and on (B)(6) 2020 at 08:01:51 and 08:02:40. In addition, a pump stop and low speed hazard/advisory events were observed on (B)(6) 2020 at 23:12:29. These events only occurred while the system controller was connected to a power module. Transient low flow hazard events were also noted at times when a low speed hazard was active by design. It was later reported that the account requested an unshielded patient cable for the patient. The patient cable was ordered. Multiple requests for additional information regarding this event have been issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stops. Log file analysis showed speed drops and pump stops on (B)(6) 2020. These issues only appeared to be occurring while the vad is connected to the power module. An unshielded patient cable was ordered for the patient and x-rays of the driveline were taken.